Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a generator change with a competitor lead the lead would not seat properly in the device header and friction was reported. The lead was reported to be seated once or twice however the set screw appeared to push the lead back. The device was not used and a different implantable cardioverter defibrillator (ICD) was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. It was noted that leads were inserted into the connector and all setscrews were tightened to one click using a torque wrench. All setscrews held their leads securely. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.